Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor was jammed and the bearings were worn due to lack of oil. The device also failed pretest for check function and direction of rotation, check function with test hand switch, check function with foot pedal, check with test bench and record, check with test hand switch and lubricate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation: further evaluation determined that the motor was seized, jammed and moving heavily. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Reporter's complete address were not provided. (B)(6). The actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly

Event description:
This is event 2 of 6 of the same event. It was reported from (B)(4) that during an unspecified maxillofacial surgical procedure, it was observed that the electric pen drive (epd) device was connected by cable device to the console device prior to use. According to the reporter, the pen drive device became so hot that it burned a hole through his sterile robe and scrubs. The surgeon and patient were not hurt in any way, however, the surgeon did have to get scrubbed again. It was also observed that the reciprocating saw attachment device was not working properly, seeming to get stuck when using a rasp device and reciprocating saw blade device. The company representative tried to run the epd set but could not replicate the problem. The user tried running the attachment device without any cutter while connected to the pen drive and it continued to spin even though the device was completely disconnected. It continued spinning and making a whirring sound for at least thirty seconds. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.